Event description:
New information received notes that externalized conductor was observed. The lead was explanted and replaced.

Event description:
It was reported that during a routine follow up, oversensing was observed. Patient is scheduled for another follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Externalized conductors due to internal and external insulation abrasion were noted at 10.3-13.0cm and 11.5- 14.5cm from the distal end. Internal and external insulation abrasion was noted at 25.5-26.5cm from the distal end. The etfe coating was intact at these locations. Internal and external insulation abrasion was noted at 31.8-32.1cm from the distal end. The etfe coating was abraded at the same location.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.